Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received and evaluated at the service center. The reported complaint that the device failed to work was confirmed. It was found that the generator had a loose connection and was displaying the error code - 200. The device was repaired and found to be working according to specifications. The loose component of the device would have caused the device to display the error code. This would, in turn, have affected the functioning of the device as intended, and would have caused the customer to experience the reported issue. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 6/17/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 6/17/2019 and passed all functional testing before being returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the vapr vue generator that was checked in by biomed failed to work. No further information available. This report is for one (1) vapr vue generator this is report 1 of 1 for (B)(4).